Event description:
The patient contacted animas on (B)(6) 2012, and stated all the keypad buttons were sticking when pressed. The patient denied damage to the keypad and reportedly wore the pump in a pocket. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling was observed. During testing, the down arrow was intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under the down arrow key contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.